Event description:
Information received indicates the stretcher will not go into the trendelenburg or reverse trendelenburg position.

Manufacturer narrative:
The technician replaced the trend cylinder assembly to repair the stretcher.